Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 26 mg/dl on (B)(6) 2026. Cause was not known. Reportedly, due to the bg, the customer lost consciousness resulting in a contusion on their eye. Customer was treated with juice and a meal to address the bg. Customer was discharged later the same day with the issue resolved and no permanent damage.